Event description:
A nurse reported that an anterior vitrectomy probe was not able to be fitted to the system console. The system was exchanged and the case was completed. The impact to the patient is not confirmed. Additional information has been requested.

Manufacturer narrative:
During an anterior vitrectomy case, a vitrectomy probe from one product line could not be connected to a console from a different product line. A product sample is expected to return to the manufacturer for analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).